Manufacturer narrative:
Exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant and was presented with left side capsular contracture; baker grade iii on (B)(6) 2018, and right side capsular contracture; baker grade iii on (B)(6) 2019. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient's left-sided device.